Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the nozzle and in plastic distal end cover (c cover). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.